Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7, d3.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted the mesh had partially torn creating communication with the peritoneum. The mesh was divided, and omental adhesions were taken down. The interior aspect of the mesh, there was a portion of small intestine that was more adherent to the inferior aspect of the mesh. He noted an inflammatory reaction to the small intestine. Lysis of adhesions then ensued to further straighten out and open up the loops that were folded on itself. It was reported the patient experienced severe pain, scarring, adhesions, inflammation, stress and anxiety. No additional information was provided.